Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not charge. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not charge. An evaluation was performed, and the service engineer (se) noted that the battery test had passed, and that the performance verification test (pvt) passed. No repairs were reported and the se noted that the system meets the specification for the service performed and is returned to use. A follow up was performed with the service engineer (se), and it was reported to the se, that the customer had a device that they wanted an evaluation performed on. When checking the device, it was observed that the device had a non-philips battery installed in the device. After the evaluation was performed, the se recommended to the customer, that the battery should be replaced with a philips manufactured battery. The se then informed the customer, that if a performance verification test (pvt) was performed, the customer would need to open a service ticket for the device. As a result, the customer contacted philips and reported that the device was not charging. The se reported that during the evaluation, the customer reported the issue as the reason for the requested service. When onsite the se confirmed that there was no issue with the device. A full pvt was performed, and the device was returned to service.